Event description:
While refilling the medtronic synchromed implantable infusion pump with morphine, the pt became hypertensive, tachycardic and flushed with pale skin. Physician is concerned that the internal shut-off mechanism which prevents the drug from entering directly into the interthecal space at the time of filling is either leaking or not working properly.